Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of the device in backup mode was confirmed. The device was received in backup mode. Analysis of the device image indicates backup operation resulted from a hardware reset within the hybrid, consistent with an integrated circuit anomaly. The reset condition was reproducible during the analysis. A longevity assessment was performed, and the device was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device went into backup vvi mode. Attempts were made to restore the device, but were unsuccessful. The device was explanted and replaced. The patient was stable prior to, during, and after the procedure.

Manufacturer narrative:
The reported event of the device in backup mode was confirmed. The device was received in backup mode. Analysis of the device image indicates backup operation resulted from a hardware reset within the hybrid, consistent with an integrated circuit anomaly. The reset condition was reproducible during the analysis. A longevity assessment was performed, and the device was at normal range of operation with appropriate remaining longevity.